Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery "died" overnight and the pump shutdown. The low battery alerts/alarm was received; however, no additional information was provided. Customer reloaded cartridge and resumed insulin therapy. Customer's blood glucose was 400 mg/dl.